Event description:
A customer reported a "scan again in 60 minutes" message from the adc device. Due to this, customer was unable to obtain readings and experienced hyperglycemia, requiring treatment of rapid insulin (dose unknown) administered by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was not observed at the base of the tail. Inspected the plug assembly, no issues were observed. This complaint is not confirmed due to tail not properly inserted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 60 minutes" message from the adc device. Due to this, customer was unable to obtain readings and experienced hyperglycemia, requiring treatment of rapid insulin (dose unknown) administered by spouse. There was no report of death or permanent injury associated with this event.